Manufacturer narrative:
Inspected one opened and used partial sensor and unable to confirm insertion and needle complaint due to customer returned sensor only, no needle. Unable to confirm packaging anomaly due to no original box returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that length of the electrode of the placed sensor was short. No harm requiring medical intervention was reported. The sensor will be returned for analysis.